Event description:
Doctor received a flashback from the dr's laser while using slit lamp to treat a patient. The patient was not injured, but the procedure was stopped and the patient was transferred to another facility for completion of the treatment. The patient was not under any anesthesia while being treated. Checked on the condition of the doctor several times. The office manager reported in 12/2001 that the doctor was fine and treating the patients without any problems.